Event description:
On (B)(6) 2019 during a crown preparation procedure on #31 tooth a patient received a burn injury to the right border of their tongue from handpiece. The doctor observed a white lesion the approximate size of a nickel. The patient was advised to treat the injury with warm saltwater rinse. The injury has healed, and no further medical attention was required to treat the injury.